Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure (date of the procedure was not provided), the cutting loop, bipolar wer3e catching on the tip of the sheaths which causes the loop to be unable to retract back into the sheath and then the loop breaks off. However, no injuries were reported and no sergical delays.

Manufacturer narrative:
Per investigation by the manufacturer: when investigating the complaint, it was found that the returned item had a loop that was bent too much at the distal end. If the sling has such a bend, it is likely that it is not working properly. The warnings as well as the correct handling mentioned within the IFU should be considered. It is likely that excessive force has been applied to the item during assembly, which has led to the strong bending and thus to the impairment. This event is filed under internal complaint ID (B)(4).